Event description:
It was reported that the patient's nerve was hit by a trial lead during a stage 1 implant procedure. Following the procedure, the patient experienced lower back pain. The procedure took place in (B)(6)-2012 and the pain had not been resolved at the date of report. The patient did not go on to receive the permanent implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead; (B)(4).

Event description:
Additional information was received. It was reported that the urologist was the person that performed the trial. The primary care doctor told the patient to consult with the urologist, but the patient would not. Additional information was requested, but was not available at the time of this report.